Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing broke from filter during an infusion of.d5.45ns with 20meql kcl. There was no report of patient harm however patient required new bag and tubing due to the event. The event occurred in the nicu.

Manufacturer narrative:
Patient was an infant (nicu) the customer¿s report that the tubing broke from the filter was confirmed. Visual inspection observed that the outlet port of the filter component was broken and its broken off piece was still lodged in the end of its mated tubing. No stress markings, obvious damages, or any issues were observed on any of the set components. Functional testing was not performed due to the obvious separation/damage. The root cause of the damage was not identified.

Event description:
The customer reported that the tubing broke from filter during an infusion of.d5.45ns with 20meql kcl. There was no report of patient harm however patient required new bag and tubing due to the event. The event occurred in the nicu.